Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was that the r-wave amplitude steadily declined since implant. The physician elected to repostion the lead. The lead was removed when no signal could be detected during repositioning.